Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A homecare services representative sent an email notification of a complaint on behalf of the customer to corporate product surveillance(cps) on (B)(6) 2011. The customer reported the minicaps have been very dry. The iodine has been dry. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for inadequate iodine was not confirmed. The root cause was not identified.